Event description:
It was reported by service report that the fowler was drifting and would not stay down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, set screw.